Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 18338982/18409869.

Event description:
It was reported that the patient was experiencing difficulty charging ipg and had high impedances. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned.